Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One image was received from the field of the device outside of the abbott product box. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 30mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system . During the procedure, it was noted that the physician observed the device was not conforming to its desired shape and took cobra like deformation. Therefore the procedure was completed using a new 30mm amplatzer septal occluder.the deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer septal occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During the procedure, it was noted that the physician observed the device was not conforming to its desired shape. Therefore, the procedure was completed using a new 30mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.